Event description:
Burn to the patient's ovary caused by arc from end of scissors tip while using diathermy on 50/50 setting. The end the scissors tip appears to have melted causing damage to the tip and exposing an increased amount of the scissors tip end. A dvd was provided showing burning to a cyst that was being removed from the pt. The burning appears at the point of the tip where the insulation meets the blade. After only a few seconds of diathermy on a new tip damage to the end of the tip, exposing the blade (the insulation appears to have melted away). No additional pt info was provided.

Manufacturer narrative:
The scissors tips in question were not returned; therefore, no investigation could be conducted. A dvd of the tip used during surgery was returned and viewed. The returned dvd showed a (B)(4) disposable mini endocut scissors tip being used in surgery. The user was rotating the handpiece along the distal part of the insulation to cauterize, rather than using the metallic surface of the scissors. This resulted in the heat shrink tubing melting and exposing the crimp pin. The electrical current flowed through the scissors tip and it came out of the front hub melting the heat shrink tubing. The renew handpiece with the (B)(4) scissors were clearly being used incorrectly, thus causing the insulation damage of the tip. Three sterile, unopened tip pouches were returned for add'l lot number 00103881 for (B)(4) disposable mini endocut scissors tips. Three tips for each lot 00102923 and 00103881 were mechanically and electrically tested. They passed specifications and testing. No issues were found with either device history record.